Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation and the flip door missing-replaced and error 30: error motor spin up flux high.